Manufacturer narrative:
Continued h6: health effect - impact code: f2203. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Wrinkling: observed. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Pruritus: unable to confirm as it is a medical event not related to the device. Sensation increase/decrease: unable to confirm as it is a medical event not related to the device. Depression: unable to confirm as it is a medical event not related to the device. Rupture: no observed. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Further reported was "being unaesthetic, it causes pain, itching at the site and burning, and mentions being embarrassing due to being exposed by the bathing suits. Informs that, with this, the patient presents emotional instability, depression, and that has begun neuropsychiatric treatment and decided to reconstruct the breast in order to rescue patient self-esteem."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma and capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "volume increasing with burning, pain and discomfort," "contracture," baker grade unknown, device "lobulated," and "peri-implant hyperechoic collection, compatible with partial leakage of the prosthesis contents." Treatment included puncture, steroid, antibiotic, and compression. The device has been explanted and upon explant, there was rupture when pulled (removed)."